Event description:
It was reported that the device was used during an unknown procedure. The device was leaking air. Unknown how the case was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 09/30/2008. Leak. Evaluation summary - the analysis results of the d11lt found that the instrument was returned in good visual condition, the instrument was functionally leak tested and failed. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.